Manufacturer narrative:
(B)(4).

Event description:
It was reported that after an ablation procedure, the pulse generator exhibited a diagnostics anomaly. After device software download, normal function resumed. No patient symptoms were reported.